Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead had low amplitude/poor morphology and it was suspected a loss of capture as well. It was considered that this lead was probably dislodged. Reportedly, the prior allegations were confirmed, this lead was revised and repositioned, through x-ray imaging, it was noted the lead had migrated further into the ventricle producing low amplitude and loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead had low amplitude/poor morphology and it was suspected a loss of capture as well. It was considered that this lead was probably dislodged. No further information given. No adverse patient effects were reported.